Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat pelvic organ prolapse and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with bilateral salpingo-oophorectomy, colporrhaphy and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2009, the patient underwent anterior colporrhaphy and vaginal vault repair using mesh to treat vaginal vault prolapse and cystocele. On (B)(6) 2012, the patient underwent mesh removal surgery due to erosion, discharge, pain and infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.